Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that the patient had a return of frequency symptoms and also mentioned that doesn't feel stimulation sensation anymore. When asked, patient said probably noticed change about six months ago. They spoke to the practitioner assistant (pa) at the healthcare professional (hcp) office and was redirected to contact the manufacturer for assistance in making an adjustment. They also scheduled for botox treatment on thursday. Patient services agent reviewed that changes in diet/fluid intake and/or changes in use of supplements/medications could potentially be contributing factors however patient did not respond. When asked, the patient said that they haven't made any adjustments since noticing return of symptoms. Reviewed basic functionality and patient successfully connected to implant and did increase setting. Reviewed general programming guidance including information about stimulation sensation. The patient was advised to monitor their symptoms for 1-2 days and make another adjustment if needed. The patient was redirected to speak to their hcp regarding whether or not they suggest turning stimulation off before and during time when receiving botox treatments.